Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post implant, the right atrial (ra) lead exhibited loss of capture and dislodgement was confirmed on chest x-ray. It was also reported that the right ventricular (rv) lead exhibited higher thresholds. The ra lead was revised and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high thresholds and was sensing the ventricle more strongly than the atrium due to being dislodged. It was further reported that there was no malfunction allegation against the rv lead.